Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.